Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited failure to capture. It was also noted that the device's helix was sprung and had a blood clot on it. The device was retrieved, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of stretched was confirmed. The reported event of failure to capture could not be confirmed. Visual inspection showed that the helix length was stretched out of specification consistent with implant procedure. Performed device history record (DHR) review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, including output capture verification, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.